Event description:
The x-ray system is generating a system failure "m050" error message. Also, the customer alleges liquid is getting inside the image intensifier.

Manufacturer narrative:
Method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.